Event description:
Procedure: hysterectomy. According to the reporter: sewing the cuff, dr. Was pulling up on the handle, and the suture broke off. Needle stayed in the device but the suture detached from the needle. Unloaded the needle, reloaded a new needle to finish the stitching and the procedure was completed with no issues. No harm to the patient. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 01/28/2015.